Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.437 ng/ml was generated for sid (B)(6) on (B)(6) 2019. The same sample was recentrifuged and retested with a negative result of 0.008 ng/ml. A new sample was drawn 9.5 hours later and the result was negative at 0.010 ng/ml. The customer uses a cutoff of <0.014 ng/ml. The patient was given IV heparin prior to retesting of the sample. After retesting, the heparin was stopped and the patient was discharged with no resulting complications or harm noted.

Manufacturer narrative:
The customer's instrument logs were reviewed using abbottlink and log-ic for the sample tested in september 2019. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed, and no issues were identified. Based on the available information, no product deficiency was identified.